Manufacturer narrative:
The investigation covers (B)(4) (MFR report # 3009862700-2023-00135) and (B)(4) (MFR report # 3009862700-2023-00133). User reported a high glucose event that occurred on (B)(6) 2023, for which the user reported to have treated by taking insulin and did not need further medical treatment. The glucose trend data was reviewed, but the reported hyper event could not be confirmed as there was no sensor glucose (sg) readings and no blood glucose (bg) calibration entered at the time of event. The data indicated that the user did not receive a high glucose alert at the time of event because there were no sg values available due to the sensor not being connected to the transmitter from (B)(6)2023 to (B)(6) 2023 10:57 am. The sensor disconnection issue was addressed as part of another complaint, (B)(4). The user has not been responsive to customer care and has not used the system since (B)(6) 2023. As a result, no further investigation could be performed. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user experienced a hyperglycemia event due to sensor inaccuracy.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.